Manufacturer narrative:
The company representative replaced the hydr. Component pump assy (part number: d102-00-0001) at the customer site. The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).

Event description:
The customer reported that prior to use on a patient the iabp, the iabp generated an "electrical test failure code # 51" (adjusted motor speed out of specification). The patient was switched to another iabp and therapy was continued. No patient injury was reported.